Event description:
Additional information was received on (B)(4), 2012 when it was discovered that the explanted generator had been discarded by the hospital.

Event description:
On (B)(6) 2012, a vns treating neurologist reported that the vns patient is having multiple seizures a day and that his vns is turned all the way up. The generator was reported to have displayed the intensified follow-up indicator (ifi) = yes. Clinic notes were received and the clinic notes dated (B)(6) 2011 state that the patient's seizures had been worsening; the patient has been experiencing daily seizures. The physician stated that emotional distress usually triggers the seizures and that the patient's typical seizures are grand mal, tonic-clonic, and complex partial seizures. The patient was referred for possible battery replacement and it was stated that the patient may try keppra if they continue with the frequent seizures. Clinic notes dated (B)(6) 2012 revealed that the patient was referred for surgery but they want to wait before making the decision for surgery. The physician stated he added klonopin for the patient's seizure control and mood swings on the patient's last visit and the patient was noted to have had a slight improvement with his seizure control. However, the patient was stated to still be experiencing frequent seizures; about one every 3 days. The physician stated that any emotional distress will trigger the seizure. The patient's output current was low and was not able to reach the 3.75ma that the patient was programmed to; therefore, the patient is currently at 3.25ma. The physician stated that the patient's battery was low. Good faith attempts for additional information have been made but no further information has been received to date. The patient had battery replacement surgery on (B)(6) 2012 due to ifi= yes. Requests for the return of the explanted generator to the manufacturer for product analysis have been made but the generator has not yet been received.